Manufacturer narrative:
The exact date of the event is unknown. Investigation summary: with the available information boston scientific concludes that the identified distal circumferential fracture occurred due to elevated temperatures, near the laser beam output window. A distal circumferential fracture has the potential for forward firing; therefore, the reported event is confirmed. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Analysis also identified a fiber body break 94 degrees from the proximal end of the connector. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber as it was advancing in the scope. The interaction between the user and device, caused or contributed to the observed fiber damage. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window. The metal cap exhibited mild charred debris adhesion on its surface indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed a break in the fiber body 94 degrees from the proximal end of the connector. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Label review: the device instructions for use (IFU) was reviewed. The IFU state: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber stopped working at 289,280 joules due to the hospital suffering a power outage. Once power was restored and the console restarted, the console displayed laser fiber expired error message. The fiber was replaced and the procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned, and the analysis identified a fiber body break as well as a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge.